Event description:
False positive troponin level. Blood was drawn at 10:52 am. Same sample used to test troponin level at 4:50pm. Troponin level tested with fresh sample and troponin level negative. Tested on abbott i2000s.